Event description:
This event was captured based on literature review. It was reported that a prospective, non-randomized, multi-center, multi-national, monitored trial conducted at 12 hospitals in belgium and 11 hospitals in italy, identified a total of 325 patients who received unknown absolute pro stents and unknown omnilink elite stents implanted in trans-atlantic inter-society consensus (tasc) a/b and tasc c/d iliac lesions between july 2009 and september 2010. The 12-month primary patency rate was 92% in lesions treated with the omnilink elite stents and 96% in lesions treated with the absolute pro stents. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as one year from start of study. Date of implant estimated. There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the omnilink elite peripheral stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The absolute pro referenced is being filed under a separate medwatch report. Bravissimo: 12-month results from a large scale prospective trial.